Manufacturer narrative:
The reason for reoperation: not applicable, not implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported "the port looked like it had been punctured previous on the port." This record is for an unknown side. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents related to the reported event. Device evaluation: visual analysis of the returned device identified: flat creases, observed a void in insert (void of 8.5mm) it is out of specification per (B)(4) and it is assessed as workmanship. A leak test was performed and was not found any opening. Besides, it was observed the puncture reported by the physician, however this puncture is in the insert and it is part of the tests performed in the manufacturing process. Based on the device analysis, the final assessment was a puncture was observed, however it is part of the tests performed in the manufacturing process.-

Event description:
Company representative reported "the port looked like it had been punctured previous on the port." This record is for an unknown side. Device was not implanted.